Event description:
It was reported there was an overdose and suicide attempt. It was noted, patient reported intentionally taking extra medication with thought of not caring if they died from doing it. Suicidal ideation and recent overdose of five clonazepam, 0.5 mg tabs total of 2.5 mg. It was noted reprogramming was done on (B)(6) 2012 and there was a scheduled battery replacement on (B)(6) 2012. Additional information reported, the patient resolved without sequela. There was increased vigilance as new intervention. It was also noted, the patient had pre-existing condition of depression, worsening or exacerbation. It was reported both implantable neurostimulators (ins) were replaced due to normal battery depletion. Patient recovered without sequela.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no significant anomalies found. The battery was at its normal end of life. Final device analysis of the plug and cap revealed the following: there were no anomalies found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was depression. Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), product type extension product ID, 3550-09 lot# n292519, implanted: 2011 (B)(6), product type accessory product ID 3550-09 lot# n272709, implanted: 2011 (B)(6), product type accessory product ID, 3550-09 lot# n272113, implanted: 2011 (B)(6), product type accessory product ID, 3550-09 lot# n177550, implanted: 2009 (B)(6), product type accessory product ID, 3550-09 lot# n193799, implanted: 2009 (B)(6), product type accessory product ID, 3550-09 lot# n272113, product type accessory product ID, 3550-09 lot# n193799, product type accessory product ID, 3550-09 lot# n292519, product type accessory product ID, 3550-09 lot# n272709, product type accessory product ID, 3550-09 lot# n250564, product type accessory product ID, 3550-09 lot# n133836, implanted: 2010 (B)(6), product type accessory product ID, 3550-09 lot# unknown, product type accessory product ID, 3550-09 lot# unknown, product type accessory product ID, 3391s-40 lot# v159340, implanted: 2009 (B)(6), product type lead product ID 3391s-40 lot# v159340, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.